Manufacturer narrative:
The returned device was evaluated. During testing, the device was able to power on. An internal inspection shows a component on the device had broken off of the system board causing the rattling sound. Also, the power supply ac connector has been damaged. Minor movement of the power cord while connected (with battery disconnected) will result in interruption to power, shutting down the unit. However, this does not occur when battery is connected and has sufficient charge to run the system. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event. The device's serial# was updated to (B)(4). The lot# field is to be left blank. The device's manufacture date was updated to 09/20/2012.

Manufacturer narrative:
This customer received multiple notifications of the above recall. The customer never responded and the device was not returned for repair prior to this event. The product has now been returned to masimo for evaluation and correction. When the investigation is complete a follow up report will be submitted.

Event description:
The customer states that this device keeps shutting itself off, and has something rattling inside. There were no consequences or impact to patient reported.